Event description:
It was reported that the client did not state a specific issue with the device. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation found that the downstream occlusion (dso) sensor is malfunctional and the pump alarms error code 1720.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed, and the device is in a good physical condition. Functional testing found that the downstream occlusion (dso) sensor is malfunctional and the pump alarms error code 1720. A malfunctional dso sensor and pump alarming for error code 1720 are considered reportable events. To resolve these issues the dso sensor and backup power capacitor will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.